Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is completed.

Event description:
Customer reported that their acuity cpu rebooted a few times in the last couple of days. Welch allyn tech support sent a loaner to customer. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. (B)(4): the customer did not provide any pt info.